Event description:
Boston scientific received information that this device had declared a fault code 1003 upon interrogation. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults, fault code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitors that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when device testing is complete.